Event description:
Allegedly the patient is experiencing mom complications: pain, increase in serum levels, metallosis and quite a bit of corrosion on implants (left).

Manufacturer narrative:
This is the same event as 3010536692-2015-00492, -00494, -00495. This report will be updated when complete. Trends will be evaluated.